Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient had problem with both of her speech processors on her right side as they kept shutting off. Basic troubleshooting was carried out with the equipment on her bilaterally implanted left side. It revealed that everything seemed to be working fine on that side. The patient's audiologist called on february 21, 2008 stating that testing had been carried out on the patient's device and it was confirmed that it had malfunctioned.